Event description:
On removal of the mandrel the catheter was damaged. The holes in the catheter were confirmed by injecting contrast medium. The damaged part was cut off and thrown away. No other information at this time.